Event description:
Related manufacturer reference numbers: 2017865-2022-22267. It was reported that the patient presented in the emergency room due to syncope. The patient was externally defibrillated due to sustained ventricular tachycardia (vt). During external defibrillation, the right ventricular lead exhibited noise over-sensing. Upon interrogation, it was found that the implantable cardioverter defibrillator had delivered shocks but failed to convert vt rhythm. No other intervention was reported. Patient condition was stable and the patient would continue to be monitored.

Event description:
Upon product receipt, new information received notes that the implantable cardioverter defibrillator was explanted. Further information regarding patient condition and date of explant were requested but unknown.

Manufacturer narrative:
The reported event of inadequate hv output was not confirmed. The device above elective replacement indicator (eri) was received in one piece. Interrogation, electrical testing and function testing of the device were normal with no anomalies found.